Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter on or about nine years and three months ago. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, tilt and migration. Per the patient profile from (ppf), the patient reports tilt, and migration of entire filter other than to heart. The patient was presented with leg circulation and equilibrium problems. The patient received scans six years and seven months post implantation that showed the filter had tilted and migrated to the l3-l4 level. The patient reports pain in the body and legs. A device history record (DHR) review of lot 17629563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Circulatory insufficiency and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and migration. Subsequent information indicated perforation of filter struts outside the inferior vena cava (ivc), blood clots, pulmonary embolism (pe), clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). The patient reported becoming aware of the filter migrating to the l3-l4 level and filter tilt approximately six years and seven months post implant. The patient also reported body pain, pain in the legs, circulation problems, equilibrium issue and anxiety related to the filter. According to the medical records the indication for the filter a history of left leg dvt and large pe. During the filter placement procedure via the subclavian vein, the filter was deployed below the renal veins above the bifurcation. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, perforation and migration could not be confirmed or clarified, and the exact cause could not be determined. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Pulmonary embolism is a known long-term complication associated with filter implant and is listed as such in the IFU. Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema and other circulatory problems. Pain, anxiety and equilibrium disorders do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction: section d4: lot number was updated

Event description:
As reported in the legal brief, a patient underwent placement a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages, including, but not limited to, tilting and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. As reported by an updated legal brief, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, pulmonary embolism (pe), clotting, occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events six years and seven months post implantation. The patient reports that the filter migrated to the l3-l4 level and is tilted. The patient also reports to have presented to the hospital with leg circulation problems and equilibrium. The patient underwent scans six years and seven months post implantation that showed the filter had tilted and migrated to the l3-l4 level. The patient further experienced anxiety related to the filter. According to the information received in the medical records, filter placement was indicated as the patient was reported to have a history of left leg dvt and large pe. During the filter placement procedure via the subclavian vein, the filter was deployed below the renal veins above the bifurcation. The patient tolerated the procedure well. Per the updated legal brief, the patient additionally reports perforation of filter struts outside the inferior vena cava (ivc).

Manufacturer narrative:
As reported by the legal, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt and migration. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter tilt and migration could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, the timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. Filter tilting occurs in approximately 5.5% of all cases and may contribute to difficulty or inability to retrieve the filter. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal, the plaintiff  underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt and migration. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.